Event description:
It was reported that during implant attempt, noise sensing appeared on the device and on the analyzer. There was a little bit of noise sensing at the first connection of the analyzer cable, so the ventricular channel of the analyzer cable was tried, due to insulation failure of the analyzer cable. There appeared no noise. After connecting the lead to the device there was a lot of oversensing and noise. The lead was reconnected to the analyzer and there was also noise sensing on both channels. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Cable not returned to manufacturer at this time.